Event description:
It was reported that during follow-up, instances of oversensing were noted. The lead remains implanted at this time. The patient is in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.